Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely stress problems that led to the malfunctions. The most probable cause is traced to expected or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a cystoscopy procedure, the subject flex video scope device material at the distal end of scope appeared broken.